Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation (fallopian tube)'), device breakage ('device breakage/fracture') and device dislocation ('right essure appears to extend to endometrium; perpendicular in tube/migration') in a 30-year-old female patient who had essure (ess205) (batch no. 624303) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included tonsillectomy in 1988 and migraine. Concurrent conditions included constipation, mesenteric adenitis, pre-menstrual tension syndrome, hypothyroidism, chest pain, gastritis erosive, pharyngitis and migraine headache. Concomitant products included clarithromycin (claritin) from (B)(6)2012 to (B)(6)2015, cyclobenzaprine from (B)(6)2012 to (B)(6)2015, ethinylestradiol;levonorgestrel (seasonique) from (B)(6)2013 to (B)(6)2013, fluoxetine hydrochloride (prozac), ibuprofen from (B)(6)2012 to (B)(6)2018, ketorolac from (B)(6)2012 to (B)(6)2013, nsaids from (B)(6)2012 to (B)(6)2018, paracetamol (acetaminophen) from (B)(6)2013 to (B)(6)2018, paracetamol (acetaminophen) from (B)(6)2012 to (B)(6)2018 and rizatriptan from (B)(6)2013 to (B)(6)2018. On (B)(6)2007, the patient had essure (ess205) inserted. In (B)(6)2007, the patient experienced pelvic pain ("physical pain/pain: pelvic area"), 5 years 4 months after insertion of essure (ess205). In (B)(6)2007, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), dyspareunia ("dyspareunia (painful intercourse)"), fatigue ("fatigue"), migraine ("migraines/migraine/headaches"), headache ("headaches") and nausea ("nausea"). In (B)(6)2007, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), depression ("depression") and anxiety ("mental anguish"). On (B)(6)2010, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On (B)(6)2013, the patient experienced gastrooesophageal reflux disease ("gastroesophageal reflux disease (gerd)"). On (B)(6)2014, the patient experienced device breakage (seriousness criteria medically significant and intervention required). On (B)(6)2015, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). On (B)(6)2018, the patient experienced back pain ("pain: low back pain") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced petechiae ("allergic or hypersensitivity reaction type: petechiae") and ecchymosis ("allergic or hypersensitivity reaction type: spontaneous ecchymosis"). On an unknown date, the patient experienced urinary tract infection ("urinary tract infection"). On an unknown date, the patient experienced bladder disorder ("bladder or urinary problems or changes: unspecified"), urinary tract disorder ("bladder or urinary problems or changes: unspecified"), arthralgia ("joint pain") and abdominal pain lower ("cramping"). The patient was treated with omeprazole and surgery (bilateral salpingectomy/oophorectomy). Essure (ess205) was removed on (B)(6)2015. At the time of the report, the fallopian tube perforation, device breakage, device dislocation, back pain, female sexual dysfunction, urinary tract infection, depression, anxiety, gastrooesophageal reflux disease, migraine, headache, nausea and weight increased outcome was unknown, the pelvic pain, vaginal haemorrhage, menorrhagia, petechiae, ecchymosis, bladder disorder and urinary tract disorder had resolved and the dyspareunia, fatigue, arthralgia and abdominal pain lower was resolving. The reporter considered abdominal pain lower, anxiety, arthralgia, back pain, bladder disorder, depression, device breakage, device dislocation, dyspareunia, ecchymosis, fallopian tube perforation, fatigue, female sexual dysfunction, gastrooesophageal reflux disease, headache, menorrhagia, migraine, nausea, pelvic pain, petechiae, urinary tract disorder, urinary tract infection, vaginal haemorrhage and weight increased to be related to essure (ess205). The reporter commented: current weight 170 lbs. Insertion detail: the right and left fallopian tubes were cannulated and essure was deployed. The patient tolerated procedure well. Right tube: 9 left tube: 6. (B)(6)2014, gynecology report revealed anteverted uterus. Essure seen in both sides. Right essure appears to extend to endometrium. Both ovaries seen and appear normal. Surgical pathology report revealed bilateral essure the specimen consists of coiled wires of varying thickness, some showing adherent red-tan material or tissue. Gross examination only. Patient received treatment for events ¿ pelvic pain , ecchymosis, petechiae, menorrhagia, vaginal bleeding, bladder or urinary problems, migration, fallopian tube perforation. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.3 kg/sqm. Computerised tomogram head - on (B)(6)2012: no acute process; on (B)(6)2012: no intracranial hemorrhage. Hysterosalpingogram - on an unknown date: total bilateral occlusion. Pregnancy test - on (B)(6)2015: negative. ¿concerning the injuries reported in this case, the following ones were described in patients medical record: pelvic pain, migraine, fatigue, headache, gastroesophageal reflux disease, depression, anxiety, alopecia, abdominal pain, joint pain." Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pfs received-outcome of pelvic pain , ecchymosis, petechiae, menorrhagia, vaginal bleeding, bladder or urinary problems updated to recovered / resolved. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation (fallopian tube)'), device breakage ('device breakage/fracture') and device dislocation ('right essure appears to extend to endometrium; perpendicular in tube/migration') in a 30-year-old female patient who had essure (ess205) (batch no. 624303) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included tonsillectomy in 1988 and migraine. Concurrent conditions included constipation, mesenteric adenitis, pre-menstrual tension syndrome, hypothyroidism, chest pain, gastritis erosive, pharyngitis and migraine headache. Concomitant products included clarithromycin (claritin) from (B)(6) 2012 to (B)(6) 2015, cyclobenzaprine from (B)(6) 2012 to (B)(6) 2015, ethinylestradiol;levonorgestrel (seasonique) from (B)(6) 2013 to (B)(6) 2013, fluoxetine hydrochloride (prozac), ibuprofen from (B)(6) 2012 to (B)(6) 2018, ketorolac from (B)(6) 2012 to (B)(6) 2013, nsaids from (B)(6) 2012 to (B)(6) 2018, paracetamol (acetaminophen) from (B)(6) 2013 to (B)(6) 2018, paracetamol (acetaminophene) from (B)(6) 2012 to 15-mar-2018 and rizatriptan from (B)(6) 2013 to (B)(6) 2018. On (B)(6) 2007, the patient had essure (ess205) inserted. In (B)(6) 2007, the patient experienced pelvic pain ("physical pain/pain: pelvic area"), 5 years 4 months after insertion of essure (ess205). In (B)(6) 2007, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), dyspareunia ("dyspareunia (painful intercourse)"), fatigue ("fatigue"), migraine ("migraines/migraine/headaches"), headache ("headaches") and nausea ("nausea"). In (B)(6)2007, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), depression ("depression") and anxiety ("mental anguish"). On (B)(6)2010, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On (B)(6) 2013, the patient experienced gastrooesophageal reflux disease ("gastroesophageal reflux disease (gerd)"). On (B)(6) 2014, the patient experienced device breakage (seriousness criteria medically significant and intervention required). On (B)(6) 2015, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). On (B)(6) 2018, the patient experienced back pain ("pain: low back pain") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced petechiae ("allergic or hypersensitivity reaction type: petechiae") and ecchymosis ("allergic or hypersensitivity reaction type: spontaneous ecchymosis"). On an unknown date, the patient experienced urinary tract infection ("urinary tract infection"). On an unknown date, the patient experienced bladder disorder ("bladder or urinary problems or changes: unspecified"), urinary tract disorder ("bladder or urinary problems or changes: unspecified"), arthralgia ("joint pain") and abdominal pain lower ("cramping"). The patient was treated with omeprazole and surgery (bilateral salpingectomy/oophorectomy). Essure (ess205) was removed on (B)(6) 2015. At the time of the report, the fallopian tube perforation, device breakage, device dislocation, back pain, female sexual dysfunction, urinary tract infection, depression, anxiety, gastrooesophageal reflux disease, migraine, headache, nausea and weight increased outcome was unknown, the pelvic pain, vaginal haemorrhage, menorrhagia, petechiae, ecchymosis, bladder disorder and urinary tract disorder had resolved and the dyspareunia, fatigue, arthralgia and abdominal pain lower was resolving. The reporter considered abdominal pain lower, anxiety, arthralgia, back pain, bladder disorder, depression, device breakage, device dislocation, dyspareunia, ecchymosis, fallopian tube perforation, fatigue, female sexual dysfunction, gastrooesophageal reflux disease, headache, menorrhagia, migraine, nausea, pelvic pain, petechiae, urinary tract disorder, urinary tract infection, vaginal haemorrhage and weight increased to be related to essure (ess205). The reporter commented: current weight 170 lbs. Insertion detail: the right and left fallopian tubes were cannulated and essure was deployed. The patient tolerated procedure well. Right tube: 9 left tube: 6. (B)(6) 2014, gynecology report revealed anteverted uterus. Essure seen in both sides. Right essure appears to extend to endometrium. Both ovaries seen and appear normal. Surgical pathology report revealed bilateral essure the specimen consists of coiled wires of varying thickness, some showing adherent red-tan material or tissue. Gross examination only. Patient received treatment for events ¿ pelvic pain , ecchymosis, petechiae, menorrhagia, vaginal bleeding, bladder or urinary problems, migration, fallopian tube perforation. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.3 kg/sqm. Computerised tomogram head - on (B)(6) 2012: no acute process; on (B)(6) 2012: no intracranial hemorrhage. Hysterosalpingogram - on an unknown date: total bilateral occlusion. Pregnancy test - on (B)(6) 2015: negative. ¿concerning the injuries reported in this case, the following ones were described in patients medical record: pelvic pain, migraine, fatigue, headache, gastroesophageal reflux disease, depression, anxiety, alopecia, abdominal pain, joint pain." Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pfs received-outcome of pelvic pain , ecchymosis, petechiae, menorrhagia, vaginal bleeding, bladder or urinary problems updated to recovered / resolved a technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation (fallopian tube)'), device breakage ('device breakage/fracture') and device dislocation ('right essure appears to extend to endometrium; perpendicular in tube/migration') in a 30-year-old female patient who had essure (ess205) (batch no. 624303) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included tonsillectomy in 1988 and migraine. Concurrent conditions included constipation, mesenteric adenitis, pre-menstrual tension syndrome, hypothyroidism, chest pain, gastritis erosive, pharyngitis and migraine headache. Concomitant products included clarithromycin (claritin) from (B)(6) 2012 to (B)(6) 2015, cyclobenzaprine from (B)(6) 2012 to (B)(6) 2015, ethinylestradiol;levonorgestrel (seasonique) from (B)(6) 2013 to (B)(6) 2013, fluoxetine hydrochloride (prozac), ibuprofen from (B)(6) 2012 to (B)(6) 2018, ketorolac from (B)(6) 2012 to (B)(6) 2013, nsaids from (B)(6) 2012 to (B)(6) 2018, paracetamol (acetaminophen) from (B)(6) 2013 to (B)(6) 2018, paracetamol (acetaminophen) from (B)(6) 2012 to (B)(6) 2018 and rizatriptan from (B)(6) 2013 to (B)(6) 2018. On (B)(6) 2007, the patient had essure (ess205) inserted. In (B)(6) 2007, the patient experienced pelvic pain ("physical pain/pain: pelvic area"), 5 years 4 months after insertion of essure (ess205). In (B)(6) 2007, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), dyspareunia ("dyspareunia (painful intercourse)"), fatigue ("fatigue"), migraine ("migraines/migraine/headaches"), headache ("headaches") and nausea ("nausea"). In (B)(6) 2007, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), depression ("depression") and anxiety ("mental anguish"). On (B)(6) 2010, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On (B)(6) 2013, the patient experienced gastrooesophageal reflux disease ("gastroesophageal reflux disease (gerd)"). On (B)(6) 2014, the patient experienced device breakage (seriousness criteria medically significant and intervention required). On (B)(6) 2015, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). On (B)(6) 2018, the patient experienced back pain ("pain: low back pain") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced petechiae ("allergic or hypersensitivity reaction type: petechiae") and ecchymosis ("allergic or hypersensitivity reaction type: spontaneous ecchymosis"). On an unknown date, the patient experienced urinary tract infection ("urinary tract infection"). On an unknown date, the patient experienced bladder disorder ("bladder or urinary problems or changes: unspecified"), urinary tract disorder ("bladder or urinary problems or changes: unspecified"), arthralgia ("joint pain") and abdominal pain lower ("cramping"). The patient was treated with omeprazole and surgery (bilateral salpingectomy/oophorectomy). Essure (ess205) was removed on (B)(6) 2015. At the time of the report, the fallopian tube perforation, device breakage, device dislocation, back pain, female sexual dysfunction, urinary tract infection, depression, anxiety, gastrooesophageal reflux disease, migraine, headache, nausea and weight increased outcome was unknown, the pelvic pain, vaginal haemorrhage, menorrhagia, petechiae, ecchymosis, bladder disorder and urinary tract disorder had resolved and the dyspareunia, fatigue, arthralgia and abdominal pain lower was resolving. The reporter considered abdominal pain lower, anxiety, arthralgia, back pain, bladder disorder, depression, device breakage, device dislocation, dyspareunia, ecchymosis, fallopian tube perforation, fatigue, female sexual dysfunction, gastrooesophageal reflux disease, headache, menorrhagia, migraine, nausea, pelvic pain, petechiae, urinary tract disorder, urinary tract infection, vaginal haemorrhage and weight increased to be related to essure (ess205). The reporter commented: current weight 170 lbs. Insertion detail: the right and left fallopian tubes were cannulated and essure was deployed. The patient tolerated procedure well. Right tube: 9 left tube: 6. (B)(6) 2014, gynecology report revealed anteverted uterus. Essure seen in both sides. Right essure appears to extend to endometrium. Both ovaries seen and appear normal. Surgical pathology report revealed bilateral essure the specimen consists of coiled wires of varying thickness, some showing adherent red-tan material or tissue. Gross examination only. Patient received treatment for events ¿ pelvic pain , ecchymosis, petechiae, menorrhagia, vaginal bleeding, bladder or urinary problems, migration, fallopian tube perforation. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.3 kg/sqm. Computerised tomogram head - on (B)(6) 2012: no acute process; on (B)(6) 2012: no intracranial hemorrhage. Hysterosalpingogram - on an unknown date: total bilateral occlusion. Pregnancy test - on (B)(6) 2015: negative. ¿concerning the injuries reported in this case, the following ones were described in patients medical record: pelvic pain, migraine, fatigue, headache, gastroesophageal reflux disease, depression, anxiety, alopecia, abdominal pain, joint pain." Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pfs received-outcome of pelvic pain , ecchymosis, petechiae, menorrhagia, vaginal bleeding, bladder or urinary problems updated to recovered / resolved. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation (fallopian tube)'), device breakage ('device breakage') and device dislocation ('right essure appears to extend to endometrium; perpendicular in tube') in a 30-year-old female patient who had essure (ess205) (batch no. 624303) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included tonsillectomy in 1988 and migraine. Concurrent conditions included constipation, mesenteric adenitis, pre-menstrual tension syndrome, hypothyroidism, chest pain, gastritis erosive and pharyngitis. Concomitant products included clarithromycin (claritin) from 7-may-2012 to 7-may-2015, cyclobenzaprine from 21-aug-2012 to 27-oct-2015, ethinylestradiol;levonorgestrel (seasonique) from 30-may-2013 to 30-aug-2013, fluoxetine hydrochloride (prozac), ibuprofen from 7-may-2012 to 6-apr-2018, ketorolac from 12-sep-2012 to 30-may-2013, paracetamol (acetaminophen) from 23-feb-2013 to 15-mar-2018 and rizatriptan from 16-jan-2013 to 15-jun-2018. On (B)(6) 2007, the patient had essure (ess205) inserted. In (B)(6) 2007, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), dyspareunia ("dyspareunia (painful intercourse)"), fatigue ("fatigue"), migraine ("migraines"), headache ("headaches") and nausea ("nausea"). In (B)(6) 2007, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), depression ("depression") and anxiety ("mental anguish"). On (B)(6) 2010, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), 2 years 5 months after insertion of essure (ess205). On (B)(6) 2013, the patient experienced pelvic pain ("physical pain/pain: pelvic area") and gastrooesophageal reflux disease ("gastroesophageal reflux disease (gerd)"). On (B)(6) 2014, the patient experienced device breakage (seriousness criteria medically significant and intervention required). On (B)(6) 2015, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). On (B)(6) 2016, the patient experienced petechiae ("allergic or hypersensitivity reaction type: petechiae") and ecchymosis ("allergic or hypersensitivity reaction type: spontaneous ecchymosis"). On (B)(6) 2016, the patient experienced urinary tract infection ("urinary tract infection"). In (B)(6) 2017, the patient experienced bladder disorder ("bladder or urinary problems or changes: unspecified") and urinary tract disorder ("bladder or urinary problems or changes: unspecified"). On (B)(6) 2018, the patient experienced back pain ("pain: low back pain") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced arthralgia ("joint pain") and abdominal pain lower ("cramping"). The patient was treated with omeprazole and surgery (bilateral salpingectomy/oophorectomy). Essure (ess205) was removed on (B)(6) 2015. At the time of the report, the fallopian tube perforation, device breakage, device dislocation, pelvic pain, back pain, vaginal haemorrhage, menorrhagia, female sexual dysfunction, petechiae, ecchymosis, urinary tract infection, depression, anxiety, bladder disorder, urinary tract disorder, gastrooesophageal reflux disease, migraine, headache, nausea and weight increased outcome was unknown and the dyspareunia, fatigue, arthralgia and abdominal pain lower was resolving. The reporter considered abdominal pain lower, anxiety, arthralgia, back pain, bladder disorder, depression, device breakage, device dislocation, dyspareunia, ecchymosis, fallopian tube perforation, fatigue, female sexual dysfunction, gastrooesophageal reflux disease, headache, menorrhagia, migraine, nausea, pelvic pain, petechiae, urinary tract disorder, urinary tract infection, vaginal haemorrhage and weight increased to be related to essure (ess205). The reporter commented: current weight 170 lbs. Insertion detail: the right and left fallopian tubes were cannulated and essure was deployed. The patient tolerated procedure well. Right tube: 9 left tube: 6. (B)(6) 2014, gynecology report revealed anteverted uterus. Essure seen in both sides. Right essure appears to extend to endometrium. Both ovaries seen and appear normal. Surgical pathology report revealed bilateral essure the specimen consists of coiled wires of varying thickness, some showing adherent red-tan material or tissue. Gross examination only. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.3 kg/sqm. Computerised tomogram head - on (B)(6) 2012: no acute process; on (B)(6) 2012: no intracranial hemorrhage. Hysterosalpingogram - on an unknown date: total bilateral occlusion. Pregnancy test - on (B)(6) 2015: negative. ¿concerning the injuries reported in this case, the following ones were described in patients medical record: pelvic pain, migraine, fatigue, headache, gastroesophageal reflux disease, depression, anxiety, alopecia, abdominal pain, joint pain." Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-jul-2019: quality safety evaluation of ptc. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation (fallopian tube)'), device breakage ('device breakage/fracture') and device dislocation ('right essure appears to extend to endometrium; perpendicular in tube/migration') in a 30-year-old female patient who had essure (ess205) (batch no. 624303) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included tonsillectomy in 1988 and migraine. Concurrent conditions included constipation, mesenteric adenitis, pre-menstrual tension syndrome, hypothyroidism, chest pain, gastritis erosive, pharyngitis and migraine headache. Concomitant products included clarithromycin (claritin) from (B)(6) 2012 to (B)(6) 2015, cyclobenzaprine from (B)(6) 2012 to (B)(6) 2015, ethinylestradiol;levonorgestrel (seasonique) from (B)(6) 2013 to (B)(6) 2013, fluoxetine hydrochloride (prozac), ibuprofen from (B)(6) 2012 to (B)(6) 2018, ketorolac from (B)(6) 2012 to (B)(6) 2013, nsaids from (B)(6) 2012 to (B)(6) 2018, paracetamol (acetaminophen) from (B)(6) 2013 to (B)(6) 2018, paracetamol (acetaminophene) from (B)(6) 2012 to (B)(6) 2018 and rizatriptan from (B)(6) 2013 to (B)(6) 2018. On (B)(6) 2007, the patient had essure (ess205) inserted. In (B)(6) 2007, the patient experienced pelvic pain ("physical pain/pain: pelvic area"), 5 years 4 months after insertion of essure (ess205). In (B)(6) 2007, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), dyspareunia ("dyspareunia (painful intercourse)"), fatigue ("fatigue"), migraine ("migraines/migraine/headaches"), headache ("headaches") and nausea ("nausea"). In (B)(6) 2007, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), depression ("depression") and anxiety ("mental anguish"). On 25-mar-2010, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On (B)(6) 2013, the patient experienced gastrooesophageal reflux disease ("gastroesophageal reflux disease (gerd)"). On (B)(6) 2014, the patient experienced device breakage (seriousness criteria medically significant and intervention required). On (B)(6) 2015, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). On (B)(6) 2018, the patient experienced back pain ("pain: low back pain") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced petechiae ("allergic or hypersensitivity reaction type: petechiae") and ecchymosis ("allergic or hypersensitivity reaction type: spontaneous ecchymosis"). On an unknown date, the patient experienced urinary tract infection ("urinary tract infection"). On an unknown date, the patient experienced bladder disorder ("bladder or urinary problems or changes: unspecified"), urinary tract disorder ("bladder or urinary problems or changes: unspecified"), arthralgia ("joint pain") and abdominal pain lower ("cramping"). The patient was treated with omeprazole and surgery (bilateral salpingectomy/oophorectomy). Essure (ess205) was removed on (B)(6) 2015. At the time of the report, the fallopian tube perforation, device breakage, device dislocation, back pain, female sexual dysfunction, urinary tract infection, depression, anxiety, gastrooesophageal reflux disease, migraine, headache, nausea and weight increased outcome was unknown, the pelvic pain, vaginal haemorrhage, menorrhagia, petechiae, ecchymosis, bladder disorder and urinary tract disorder had resolved and the dyspareunia, fatigue, arthralgia and abdominal pain lower was resolving. The reporter considered abdominal pain lower, anxiety, arthralgia, back pain, bladder disorder, depression, device breakage, device dislocation, dyspareunia, ecchymosis, fallopian tube perforation, fatigue, female sexual dysfunction, gastrooesophageal reflux disease, headache, menorrhagia, migraine, nausea, pelvic pain, petechiae, urinary tract disorder, urinary tract infection, vaginal haemorrhage and weight increased to be related to essure (ess205). The reporter commented: current weight 170 lbs. Insertion detail: the right and left fallopian tubes were cannulated and essure was deployed. The patient tolerated procedure well. Right tube: 9 left tube: 6. (B)(6) 2014, gynecology report revealed anteverted uterus. Essure seen in both sides. Right essure appears to extend to endometrium. Both ovaries seen and appear normal. Surgical pathology report revealed bilateral essure the specimen consists of coiled wires of varying thickness, some showing adherent red-tan material or tissue. Gross examination only. Patient received treatment for events ¿ pelvic pain , ecchymosis, petechiae, menorrhagia, vaginal bleeding, bladder or urinary problems, migration, fallopian tube perforation diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.3 kg/sqm. Computerised tomogram head - on (B)(6) 2012: no acute process; on (B)(6) 2012: no intracranial hemorrhage. Hysterosalpingogram - on an unknown date: total bilateral occlusion. Pregnancy test - on (B)(6) 2015: negative. ¿concerning the injuries reported in this case, the following ones were described in patients medical record: pelvic pain, migraine, fatigue, headache, gastroesophageal reflux disease, depression, anxiety, alopecia, abdominal pain, joint pain." Lot number: 624303 manufacturing date: 2007/04 expiration date: 2009/03. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-dec-2020: quality safety evaluation of ptc(product technical complaint). A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation (fallopian tube)'), device breakage ('device breakage') and device dislocation ('right essure appears to extend to endometrium; perpendicular in tube') in a (B)(6) year-old female patient who had essure (ess205) (batch no. 624303) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included tonsillectomy in 1988 and migraine. Concurrent conditions included constipation, mesenteric adenitis, pre-menstrual tension syndrome, hypothyroidism, chest pain, gastritis erosive and pharyngitis. Concomitant products included clarithromycin (claritin) from (B)(6) 2012 to (B)(6) 2015, cyclobenzaprine from (B)(6) 2012 to (B)(6) 2015, ethinylestradiol;levonorgestrel (seasonique) from (B)(6) 2013 to (B)(6) 2013, fluoxetine hydrochloride (prozac), ibuprofen from (B)(6) 2012 to (B)(6) 2018, ketorolac from (B)(6) 2012 to (B)(6) 2013, paracetamol (acetaminophen) from (B)(6) 2013 to (B)(6) 2018 and rizatriptan from (B)(6) 2013 to (B)(6) 2018. On (B)(6) 2007, the patient had essure (ess205) inserted. In (B)(6) 2007, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), dyspareunia ("dyspareunia (painful intercourse)"), fatigue ("fatigue"), migraine ("migraines"), headache ("headaches") and nausea ("nausea"). In (B)(6) 2007, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), depression ("depression") and anxiety ("mental anguish"). On (B)(6) 2010, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), 2 years 5 months after insertion of essure (ess205). On (B)(6) 2013, the patient experienced pelvic pain ("physical pain/pain: pelvic area") and gastrooesophageal reflux disease ("gastroesophageal reflux disease (gerd)"). On (B)(6) 2014, the patient experienced device breakage (seriousness criteria medically significant and intervention required). On (B)(6) 2015, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). On (B)(6) 2016, the patient experienced petechiae ("allergic or hypersensitivity reaction type: petechiae") and ecchymosis ("allergic or hypersensitivity reaction type: spontaneous ecchymosis"). On (B)(6) 2016, the patient experienced urinary tract infection ("urinary tract infection"). In (B)(6) 2017, the patient experienced bladder disorder ("bladder or urinary problems or changes: unspecified") and urinary tract disorder ("bladder or urinary problems or changes: unspecified"). On (B)(6) 2018, the patient experienced back pain ("pain: low back pain") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced arthralgia ("joint pain") and abdominal pain lower ("cramping"). The patient was treated with omeprazole and surgery (bilateral salpingectomy/oophorectomy). Essure (ess205) was removed on (B)(6) 2015. At the time of the report, the fallopian tube perforation, device breakage, device dislocation, pelvic pain, back pain, vaginal haemorrhage, menorrhagia, female sexual dysfunction, petechiae, ecchymosis, urinary tract infection, depression, anxiety, bladder disorder, urinary tract disorder, gastrooesophageal reflux disease, migraine, headache, nausea and weight increased outcome was unknown and the dyspareunia, fatigue, arthralgia and abdominal pain lower was resolving. The reporter considered abdominal pain lower, anxiety, arthralgia, back pain, bladder disorder, depression, device breakage, device dislocation, dyspareunia, ecchymosis, fallopian tube perforation, fatigue, female sexual dysfunction, gastrooesophageal reflux disease, headache, menorrhagia, migraine, nausea, pelvic pain, petechiae, urinary tract disorder, urinary tract infection, vaginal haemorrhage and weight increased to be related to essure (ess205). The reporter commented: current weight (B)(6) lbs. Insertion detail: the right and left fallopian tubes were cannulated and essure was deployed. The patient tolerated procedure well. Right tube: 9; left tube: 6. On (B)(6) 2014, gynecology report revealed anteverted uterus. Essure seen in both sides. Right essure appears to extend to endometrium. Both ovaries seen and appear normal. Surgical pathology report revealed bilateral essure the specimen consists of coiled wires of varying thickness, some showing adherent red-tan material or tissue. Gross examination only. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.3 kg/sqm. Computerised tomogram head - on (B)(6) 2012: no acute process; on (B)(6) 2012: no intracranial hemorrhage. Hysterosalpingogram - on an unknown date: total bilateral occlusion. Pregnancy test - on (B)(6) 2015: negative. ¿concerning the injuries reported in this case, the following ones were described in patients medical record: pelvic pain, migraine, fatigue, headache, gastroesophageal reflux disease, depression, anxiety, alopecia, abdominal pain, joint pain." Most recent follow-up information incorporated above includes: on 26-jun-2019: this case is incident. Plaintiff fact sheet received. Events ¿ perforation (fallopian tube), device breakage, right essure appears to extend to endometrium; perpendicular in tube, pain: low back pain, abnormal bleeding (vaginal, menorrhagia), apareunia (inability to have sexual intercourse), allergic or hypersensitivity reaction type: petechiae/spontaneous ecchymosis; urinary tract infection, depression, mental anguish, bladder or urinary problems or changes: unspecified, dyspareunia (painful intercourse), fatigue, gastroesophageal reflux disease (gerd), migraines, headaches, nausea, weight gain, joint pain, cramping¿ were added. This case is medically confirmed. Reporter, demographic, medical history, concurrent condition, lab data, essure indication (amended), essure insertion/removal date, essure model number (updated), essure lot number, concomitant/ treatment medication were added. Events ¿fatigue, joint pain, cramping and dyspareunia¿ outcome was updated to recovering. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.